Event description:
Customer reported experiencing low blood glucose readings for about a week. Customer's current blood glucose reading is 71 mg/dl and has treated with a juice box. Customer reported going to their doctor and lowering their basal rates and updating their carb ratio settings. Troubleshooting was performed and the drive support cap and all settings appear to be normal. Displacement test was also performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.